Event description:
It was reported when using the bd pyxis medstation es system had a database issue when user was trying to retrieve medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a database issue because of the database was in emergency mode or was damaged. The technical support specialist performed full sync to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.